Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia as well as hyperglycemia. Customer¿s blood glucose levels were 40 mg/dl to 440 mg/dl and 255 mg/dl at the time of incident. Customer's other blood glucose level was 220 mg/dl to 240 mg/dl. Customer treated with insulin through syringe, orange juice and insulin pump. Troubleshooting was declined for hypoglycemia as well as hyperglycemia. The insulin pump will not be returned for analysis.